Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1l0nl, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device doesn't seem to be working for her anymore when she got home from the implant. The patient reported that the device has not helped for her since implant and she has also had two bladder infections since implant. The patient stated that she has the device for retention and the trial was really helping but this device is not helping. About two weeks out from surgery, the patient was shopping for flowers and she felt sparks like she felt a hot wire in her back. It was three little sparks, so she went into the shade where there was no heat. The patient also feels the nerves in her foot thumping when she increased the stimulation; it's like the toes are flinching (jerking). It was noted that it was not too annoying but it started at implant. There were no further complications or anticipations reported with this event.